Event description:
The hcp reported that the patient was initially admitted to the hospital with symptoms of disorientation, elevated temperature, increased pain and bladder spasms. The patient's drug pump contained compounded baclofen with an unknown daily dose and concentration. The patient was discharged in 2007. The patient was readmitted to the hospital the next day with symptoms of increased confusion, slurred speech, hallucinations and a temperature of 102 degrees fahrenheit. Aspirated cerebral spinal fluid from the catheter access port revealed meningitis. After an indetermined stay in the hospital, the patient was discharged. On eight days later, the patient returned and a catheter revision/replacement. Please refer to MFR's report# 6000030200703368 for continuing.

Manufacturer narrative:
.